Manufacturer narrative:
(B) (4). (B) (4). This report was originally filed under manufacturer report number 2024168-2010-01072. This submission represents the corrected manufacturer report number. Evaluation summary: factors that can contribute to inaccurate stent deployment includes, but are not limited to, the outer jacket separation from handle, slack in the shaft, tortuous anatomy, damaged shaft, or outer jacket not located inside the introducer sheath. Without the analysis of the product it is difficult to identify a specific cause for the inaccurate stent deployment. The instructions for use (IFU), states "ensure that any slack in the delivery system inside the body is removed by advancing past the lesion and pulling back." It also states, "ensure that the outer jacket is inside the introducer sheath or guiding catheter". No specific causes could be identified. No manufacturing quality deficiencies were reported suggesting that the incident may be related to the case circumstances and not a product deficiency. A review of the finished product's lot history record did not reveal any non-conforming material record associated with this lot. A query of the complaint data base showed no previous incidents for this part number lot number combination. Production 100% visually inspects the outer jacket attachment to the handle and 100% visually inspects for shaft damage.

Event description:
Device issue: stent jumped distally. Time of device issue: during the procedure. Adverse event: none. It was reported via trial that during deployment of the absolute pro stent in the left common iliac artery, the stent jumped distal from the intended deployment location with a portion of the stent inside the target lesion. A second absolute pro stent was implanted in the target lesion. There were no adverse pt effects. The pt was discharged home the following day. No additional info was provided.